Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 ¿per iso11135¿ and eo residual levels in compliance with iso10993. Each lot ¿is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to their doctor and was diagnosed with a scar infection. For treatment, the patient was given a manual injection of insulin and prescribed an antibiotic cream. The pod was worn between 4 and 24 hours on the arm. The patient stated that the pod was falling off, indicating that the cannula was dislodging. The patient's blood glucose (bg) values over 400 mg/dl. The patient was discharged after 1 hour.